Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began around 2 months prior to contacting lfs. The patient stated that she obtained an unknown error message. The patient manages her diabetes with ¿novolog 70/30 and metformin¿ and continued with her usual diabetes management routine in response to the alleged product issue. The patient reported that a couple of hours after the alleged product issue began she developed the symptom of ¿very sweaty¿. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that after walking the patient through a retest the issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.